Event description:
It was reported that the insulin pump gave a cracking sound when priming, followed by a no delivery alarm. Self test and displacement tests were performed and passed. It was also reported that there was a dent in the drive support cap. Customer's blood glucose reading at the time of the call was 12.7 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No unexpected no delivery alarm or noisy or cracking sound noted during testing. However motor was tested outside the device and passed the test. The unit was received with cracked reservoir tube lip. No drive support cap anomaly noted.